Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system was explanted. The patient's wound has healed; however there is a small lump at the site. An image of the lump was taken and sent to the surgeon to further evaluate and determine the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12518. It was reported the patient's supra-orbital leads (off-label use) are eroding through the skin and the wound has not healed over the last five months. The patient is on antibiotics and surgical intervention is planned to address the issue.